Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that a balloon pinhole rupture occurred. A stenosed target lesion was located at moderately tortuous and moderately calcified shunt. A 2cm peripheral cutting balloon was selected for use. During the procedure, it was reported that a balloon pinhole rupture occurred upon first inflation at 10 atm. The procedure was completed with a different sized non bsc device. There were no patient's complication reported.